Event description:
It was reported that the stent was deployed by using the thumbwheel. During deployment, the first third of the stent could be set free easily. When coming into the 2nd, 3rd of the stent, the thumbwheel blocked and could only be moved under great effort with 2 hands. After that the thumbwheel worked a little bit easier and the stent could be set free, however, the rest of the stent was compressed. Because of the shortening it was necessary to use an add'l stent. No pt injury reported.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device, currently distributed in the u.s. The stent remains implanted, however, the delivery system has been returned to the MFR and the investigation is currently underway.